Manufacturer narrative:
(B)(4) if additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
Sales rep stated verbally: entire catheter hub was easily coming off. They discovered this when they weren't able to drain because of clogging with the system. Additional information received 11/9/2016. It is confirmed it is the safety valve that detached. Per end user it had started becoming detached about 1-2 weeks prior, but she would reconnect it to drain. Catheter initially placed on (B)(6) 2016. On (B)(6) 2016 the patient had undergone removal of catheter in ir. It is unsure whether the emergency clamp was ever used during this entire experience.